Manufacturer narrative:
A ge service rep performed an onsite investigation. A fuse was reseated and the power supply was adjusted. The hard disk drive was replaced and reformatted, and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.